Event description:
It was reported that the patient was not able to completely empty her bladder. It was stated that this issue happened the other day when the patient was giving a urine sample at her healthcare provider (hcp) appointment (B)(6) 2014. This was reportedly a new problem and never happened before. The patient was told by her hcp that not all of her symptoms were related to the device or therapy. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0f43k, implanted: (B)(6) 2014, product type: lead. (B)(4).